Event description:
It was reported approximately six months post implant that the left ventricular (lv) lead had no capture. A chest x-ray revealed the lv lead tip was near the device pocket and the right atrial (ra) lead tip was also pulled back slightly. The lv, ra and right ventricular (rv) leads were all twisted in the device pocket and it was presumed there was twiddler's syndrome. The lv lead was explanted and replaced and the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).